Event description:
Baxter reported an incident of providone iodine leaking from the connection between the transfer set and minicap. The tranfer sedt had been in use for one day. No patient injury or medical intervention was associated with this incident, per baxter.